Event description:
The customer alleged they received a questionable 25-hydroxyvitamin d (vitd) result for one patient on their e601 analyzer. The patient's initial vitd result was 27.5 ng/ml and it was reported outside the laboratory. On (B)(6) 2014, the sample was sent to another laboratory and tested on a tms method. The vitd result was 41.6 ng/ml. The customer considered the repeat result to be correct. There were no adverse events. The vitd reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based upon method comparison studies, for single sample measurements, a 40% difference or greater may be seen between the elecsys vitamin d and lc-ms/ms. The elecsys results are traceable to lc-ms/ms reference method.

Manufacturer narrative:
The patient's sample was returned for investigation. The sample was tested on an e601 analyzer using vitd reagent lot number 175263. The customer's result could be reproduced.